Manufacturer narrative:
It was reported the device detected a negative airway pressure during use and displayed a corresponding message to inform the user. The device reportedly displayed two error codes, m006 and m007. There was no patient injury reported. The hospital biomed tested the device and performed a 3 day endurance test run without without any issues. The device has been used since then with no further problems reported. Reportedly neither the electronic log file nor any additional information is available. Hence it was not possible to determine the exact root cause for the negative pressure situation. Apart from external impact, like the use of a bronchial suction system or patient activity, also technical causes may have been a factor. Since the event could not be reproduced and the device has been used since then it can be concluded that there was no persistent issue. Based on all available information the exact root cause could finally not be determined.

Event description:
It was reported that there was a negative airway pressure. The device posted an alarm. There was no injury reported.